Manufacturer narrative:
The investigation for the reported issue has been completed. The console logs from the reported day of event were consistent with the complaint and showed the console presenting with a message "shutdown requested but pump is connected" after the pump was stopped and purge cassette was removed, but no entries in the logs that would indicate the pump being disconnected. However, careful analysis of real time log data allowed to reconstruct the sequence of events which indicated that pump cable was actually disconnected at 13:58:39 on (B)(6) 2021, based on values of placement signal, signal-to-noise ratio (snr) and gain. Real time logs also showed that the console registered optical placement signal glitch (value of -32768) shortly after the case start, but not long enough to cause a controller alarm. All other optical bench signals were valid. The logs from the entire case contained some isolated epm communication errors and some pmd communication issues. The console was troubleshooted but the issue was not reproduced during testing - either with optical or non-optical test pumps. The fact that the pump disconnection was not registered despite snr values below 150 thresholds, suggests that the failure had to be electrical in nature. The console was tested by an optical pump connector was being pulled out just enough to disconnect the optical fibers but keep contact pins engaged to maintain electrical connection, but the resulting symptoms were inconsistent with the malfunction observed in the field. Because the console had functional check and software upgrade performed prior to being received by engineering, it could not be proved (or disproved) that a firmware corruption (epm or pmd) caused the malfunction during the case. After the console was opened and visually inspected, a minimally misaligned flat flex cable (between impellatronic and 4-in-1) was observed, so it was realigned and some testing was repeated. There were no more pmd comm. Issues, but epm comm. Issues reoccurred. In addition, it's been observed that each time a non-optical pump is plugged in, console logs contain errors. Although there is no evidence directly relating these errors to the pump disconnection mechanism failure and the complaint issue was not reproduced, the evidence collected throughout testing indicates that the impellatronic assembly contributed to the investigated malfunction. After impellatronic assembly was replaced, error did not reoccur. The cause of the console not detecting pump being disconnected was a defective impellatronic board. The cause of the defective impellatronic board is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported that at the end of a case, the connector cable was removed but the automated impella controller (aic) did not detect its removal. The aic would not shut down. There was no mention of patient harm.